Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It was initially reported that the wire broke on the device. No patients were hurt. A new device was opened to finish the procedure. There was no reportable information at this time. Our evaluation of the returned device on 02/15/2024 determined that the anchor had separated from the tip and that the longer anchor segment, measuring approximately 3mm, had detached from the device and was not returned. The tip was also protruding. According to the initial reporter, a section of the device did not remain inside the patient¿s body, but the longer anchor segment, measuring approximately 3mm is missing and was not included in the return of the device. No further information was provided by the initial reporter, and it was stated that the patient did not require any additional procedures and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: the product said to be involved was returned in a clear plastic bag with the front half of an open pouch from the lot number provided in the report. The label matches the product returned. A photo of the product label was provided, the lot number matches the reported lot and product. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the catheter and no longer responds to handle manipulation. The securing component has a longer section that is estimated to measure 3 mm in length that has detached from the distal end of the cutting wire and was not included in the return. It is unknown when the 3 mm portion became detached. The shorter section of the anchor remains attached to the tip of the cutting wire, and it measures 2 mm. Evidence of cautery (blackening of the cutting wire) was observed. The catheter has torn between the two distal green bands due to the anchor separation and a yellowish substance was observed within the distal catheter. Under magnification, it was noted the distal tip has sustained some damage with some protruding areas, it is unknown when or how this damage occurred. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: "do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.